Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., g.2., h.3., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "breast pain, swelling, and patient's concern the product." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6. Device evaluation: analysis of the returned device identified: underweight, encapsulation (<50% of the area), red particles in the shell and opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, striated broken on anterior, stress marks, crease fold and missing shell on anterior (0-25%). Base on the device analysis the final assessment is: a pattern of crease sharp on posterior side of opening shell assessed as fold flaw opening. A striated broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "breast pain, swelling, and patient's concern the product." Device remains implanted.